Manufacturer narrative:
H6, health effect clinical code e2403 has replaced e2343. H6, medical device problem code a1301 has replaced a141203.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was being primed to deliver and support the 67-year-old male patient admitted in with acute myocardial infarction and cardiogenic shock, in scai stage e shock. For medical history all that was know is that the patient had suffered an out of hospital cardiac arrest with CPR prior to admit. The priming of the cp failed on multiple consoles. They repeatedly got the alarm for "defective impella catheter" and so when exchange of consoles did not remedy the issue, they replaced the cp pump itself. The support was able to proceed on the 2nd pump. The priming failure will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption/delay during the exchange; however, the exchange was performed with no consequence to the patient and support.